Event description:
Unrecognized intravenous occlusion near intravenous needle in emergency situation. Silastic dome on accuslide clamp ruptured when indicating dose of medication. Approx, 15cc injected rapidly, necessitating changing of intravenous tubing during induction of anesthesia in a pt with a full stomach. This has happened at least 2 other times at reporting facility MFR was made aware of problem before, and may have redesigned the dome to make rupture less easy. Two samples of tubing re-tested by prtr 8-24-98: 1. Fill tubing saline. 2. Occlude distal tubing. 3. Inject in any port results in leak around dome at about 6cc volume, rupture at about 12-14cc injectate. This only happens when intravenous line is not in the ivac pump. In emergency situations with struggling patients one may not be cognizant of the degree of pressue being applied to syringe. No other intravenous tubing has this failure mode. Loss of use of tubing temporarily could be catastrophic. Intra-operatively, if tubing should inadvertantly be occluded (tucked arms at pt side), the rupture might pose more of a problem. Asking to clamp tubing above middle valve port for intravenous injection is impractical at times, and not a reasonable solution. This is a method asking for problems. Furthermore MFR does not publicize this warning.